Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Customer was able to successfully charge the pump with an alternate wall adapter. Customer's blood glucose level was 135 mg/dl.